Event description:
During the procedure the introducer sheath came apart. The introducer sheath was being used in conjunction with a 10 x 4 balloon catheter. When pushing the balloon into the sheath, while pulling back, the diaphram part of the sheath came off. The device remained partially outside of the pt. The physician retrieved the device using an amplatz wire guide. He then continued the procedure using a 8 french introducer. There were no complications to the pt.